Manufacturer narrative:
(B)(4) (cuvette lot #f1jpt101). Device from same lot elevated. Returned cuvettes tested. Mfg review. Device history record for cuvette lot reviewed and met specifications. No failure detected. No failure detected, device operated within specification. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports were higher than lab values on hemochron jr system with this lot of cuvettes. No adverse event reported.